Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on 04/09/2013 and was analyzed. Visual inspection of the platform indicates that the load place cover had a hole. The pt head restraint was cut off the top cover. The battery clip was bent and the device was missing one of the shoulder restraint screws. The archive data exhibited multiple user advisories ua 07 (discrepancy between load 1 and 2 too large), ua02 (compression tracking error), which occurred on the first compression. Functional testing was performed and device passed test. Probable root cause associated with user advisory 07 may have been attributed to defective load cell module. Probable root cause attributed to user advisory 02 typically occurs if the pt is misaligned on the platform or if the lifeband is opened. Note: this MFR addresses the second cardiac pt. MFR 3003793491-2013-00495 addresses the first cardiac pt.

Event description:
It was reported that the autopulse platform encountered problems on two previous cardiac arrests. It was also reported that the autopulse device experienced multiple user advisory messages, however it is unk which ones the device displayed. No adverse pt sequelae was reported at this time. Add'l details were requested by MFR, however none were able to be provided.